Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having an issue with the visual alarms. The bme reported that they use a keyboard, video, monitor (kvm) gem ex solution, a third-party component that is connected to the cns and that the keyboard and mouse are working. While the bme was working with the system, he lost the audio for a bit, but it came back after the bme adjusted the receiver and the cables. The bme rebooted the cns, and it started to boot loop. The bme had another bme assist in rebooting the cns and they found that all of the services had not been running on the cns, once the bme turned those service(s) on the cns was up and running with alarms showing up on the cns. The bme requested further investigation into the reason why the cns had this issue, so they sent logs into nihon kohden. No patient harm was reported. The biomedical engineer (bme) reported that the central nurse's station (cns) was having an issue with the visual alarms. There was patient involvement but no injuries reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: (B)(6)2024 - email sent to biomed to obtain the concomitant medical devices that were involved when this issue occurred, bme replied " life scope bsm- 1773 - there were several connected at the time but I have no idea what the specific devices were connected."

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having an issue with the visual alarms. The bme reported that they use a keyboard, video, monitor (kvm) gem ex solution, a third-party component that is connected to the cns and that the keyboard and mouse are working. While the bme was working with the system, he lost the audio for a bit, but it came back after the bme adjusted the receiver and the cables. The bme rebooted the cns, and it started to boot loop. The bme had another bme assist in rebooting the cns and they found that all of the services had not been running on the cns, once the bme turned those service(s) on the cns was up and running with alarms showing up on the cns. The bme requested further investigation into the reason why the cns had this issue, so they sent logs into nihon kohden. No patient harm was reported. The biomedical engineer (bme) reported that the central nurse's station (cns) was having an issue with the visual alarms. There was patient involvement but no injuries reported.

Manufacturer narrative:
Incident summary: on (B)(6) 2024 biomed reported no audio or visual alarms. No reports of harm. During the call, biomed noted visual alarms and changed his report to only issues with visual alarms. They use a keyboard, video, monitor (kvm) extender which is a gem ex solution. The keyboard and mouse are working. While biomed was working with it, he lost the audio for a bit, but it came back up. Biomed swapped the audio cable and found that the audio was working on the screen, so it is not a problem with the monitor. Biomed tried resetting the receiver and that did not change anything. Troubleshooting summary: biomed rebooted the unit, once they rebooted the cns, it started to boot loop. Biomed contacted their it who was able to start all services that had not been running. It is up and running with alarms. Services that had to be restarted were, "hns service, ECG service, hl7 gateway service, md link client service, pc view gateway". Nk technician requested an investigation into the rebooting issue. Investigation summary: nk corporation found that this was due to the cns setup at nka procedures shortening the procedures by copying the entire hdd settings of the master cns. Therefore, we presumed that the phenomena were caused by an abnormality in the product's operation due to an improper manufacturing process.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having an issue with the visual alarms. The bme reported that they use a keyboard, video, monitor (kvm) gem ex solution, a third party component that is connected to the cns and that the keyboard and mouse are working. While the bme was working with the system, he lost the audio for a bit, but it came back after the bme adjusted the receiver and the cables. The bme rebooted the cns, and it started to boot loop. The bme had another bme assist in rebooting the cns and they found that all of the services had not been running on the cns, once the bme turned those service(s) on the cns was up and running with alarms showing up on the cns. The bme requested further investigation into the reason why the cns had this issue, so they sent logs into nihon kohden. No patient harm was reported.